Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown bluetooth connection issue occurred. Data was evaluated and the allegation was confirmed as a signal loss greater than one hour. The probable cause was determined to be temporary communication error. The reported event of an unknown bluetooth connection issue is reportable based on the finding of a signal loss greater than one hour caused by a temporary communication error. No injury or medical intervention was reported.